Manufacturer narrative:
The pipeline flex was returned for evaluation with the microcatheter. As received, the pipeline flex was found to be stuck inside the distal segment of the microcatheter and could not be pushed forward or removed. For further evaluation, the microcatheter was dissected to remove the pipeline flex. The pipeline flex tip coil appeared to be damaged. The distal hypotube appeared to be stretched with the ptfe shrink tubing intact. The pushwire was found to be bent at a section near the distal tip coil. The distal and proximal ends of the pipeline flex were found fully opened with damaged braid. The middle section of the pipeline flex was found fully opened with no damage to the braid. Based on analysis findings, the report of pipeline flex failure to open in the middle section could not be confirmed. The returned pipeline flex was found fully opened with damaged braid at both ends. The damage to the pipeline flex braid is likely the result of the physician resheathing the device more than the recommended two times. In this event, user error may have contributed to the reported issues. Pipeline flex instructions for use (IFU) state, "the system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ in addition, the IFU states, ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury." It¿s possible that the tortuous anatomy may have contributed to the reported issue. The pipeline flex instructions for use state, "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis." All products are 100% inspected for damage and irregularities during manufacture. (B)(4)

Event description:
Medtronic received report that a pipeline flex did not open at the mid-section. The patient was being treated for two aneurysms with a combined diameter exceeding 11mm. The aneurysms were unruptured, not coiled, saccular located in the right superior hypophyseal internal carotid artery (ica). Max diameter was 11mm; neck width was 6mm. The landing zone artery size was 3.07mm distal and 3.46mm proximal. The patient's anatomy was very tortuous. A continuous heparinized saline flush was used, as per IFU. The pipeline flex was advanced with some resistance in the distal 5 to 10cm of the microcatheter, then positioned at the appropriate landing zone. The pipeline flex was delivered and was lazy to open at the mid-section. The physician wagged the device in an attempt to open it, but was unsuccessful. The device was resheathed and re-deployed three times and the same behavior was apparent in all three attempts. The pipeline flex was removed. A different pipeline flex was implanted without issue. Post-procedure angiographic result was eclipse. There was no report of any patient injury as a result of this event.